Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the customer's blood glucose was high, 527 mg/dl. Customer's father tried treating customer's high blood glucose with the device but the blood glucose kept rising, so the customer was treated with insulin injection and infusion set change. Customer's blood glucose at time of call was 342 mg/dl. After troubleshooting, customer was advised to monitor the insulin pump and a tubing clamp will be sent. Customer will not be returning the device for analysis.